Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female caucasian patient underwent a breast augmentation primary with an unspecified gel mentor breast implant and suffered from a bilateral rupture and bilateral granulomas. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 375cc on the left side and with mentor memorygel breast implant 325cc on the right side on (B)(6) 2010. This medwatch is for the left breast implant.